Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, opening crack in diaphragm valve yellow particle inside the device and delamination in the plug strap . Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify sharp opening in the anterior and delamination in the plug strap and crack opening on diaphragm valve . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a opening sharp in the anterior side assessed as unidentified (tear) opening. -delamination plug strap disk shell assessed as to an adhesive failure. - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Patient reported left side deflation. The device has been explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. The device remains implanted.